Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The brake assembly does not consistently lock and at times it only locks on one side. They are often very hard to lock.